Event description:
In a large intestine resection procedure, while attempting to fire a second ir60b reload via an i60s stapler, the jaws of the i60s clamping assembly could not be closed by pressing the close/fire button. The reload was also seen to have been damaged. The surgery was subsequently completed by use of another device.

Manufacturer narrative:
Patient's age and weight are not known. (B) (4). The returned i60s was found to have corrosion on the printed circuit board, the motor, electrical contact and on the switch. These were caused by the washing detergent used in cleaning the device. The ir60b reload was damaged as had been reported; it is believed that the damage occurred while the reload was being installed into the i60s. (B) (4)